Event description:
Medtronic received info that the headlink component of this device fractured during a case. The case was continued with another device, with no reported adverse pt effect.

Manufacturer narrative:
Analysis: visual inspection of the returned device shows one set of suction pods is partially fractured at the head link, but remains attached to the headlink. Product labeling contains instructions for the user, including illustrations, for the proper use of the device per its labeled indications. The user may utilize the flexibility of the stabilizer pods during use; however, the IFU cautions that "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: no adverse effect to the pt. Analysis confirms that reduced device performance occurred and was related to the reported event.